Event description:
It was reported by the rep that the device was used during a colon resection. It was reported while the surgeon was assisting another surgeon during a colon resection on 10/27/98 (pi#69431) and saw the tlc55 did not fire staples at the proximal edge. He connected that the same occurrence took place in his colon resection on 10/23/98. He had to suture the proximal edge shut. There was no consequence to the pt.